Event description:
Information received indicates the brake will engage; however, the casters would swivel when force was applied.

Manufacturer narrative:
The technician replaced the worn head end casters to repair the stretcher.